Manufacturer narrative:
Nihon kohden orangemed inc. Will submit a supplemental report if additional information becomes available.

Event description:
It was reported that during patient use, the inspiratory hold maneuver was automatically activated on the primary graphic user interface (gui). The user stated that when the primary gui inspiratory hold button activated, they were not sure if the second gui was touched by another user. The user could not deactivate the inspiratory hold button on the primary gui because it was nonresponsive to touch. Patient was placed onto another ventilator and there was no harm noted.

Manufacturer narrative:
Evaluation complete.